Manufacturer narrative:
No samples (including photos) were returned, therefore the investigation was limited. A review of the manufacturing process of the batch in question showed no record of any occurrence of the strange matter defect was identified. During the manufacture of this lot, visual inspections were carried out with predetermined frequencies, which aims to ensure that the syringes meet the product specification without the presence of any foreign matter in all stages of manufacture. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that dirt was found inside the bd 20ml plastipak ¿ syringe prior to use. No injury or medical interventions were reported.